Event description:
In (B)(6) 2009, I had a anterior paravaginal repair w/ anterior prolift done due to incontinence and a stage ii cystocele. Since the procedure, I have had numerous uti's, abdominal pain, increased incontinence, painful sex, discharge, and mesh erosion.